Event description:
It was reported that the device was "under infusing". No known adverse effects to patient.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. Three separate delivery tests were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. All of tests performed were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.